Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery compartment, keypad, and retainer ring found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratch, corroded battery tube, and label damage. Cosmetic damage was confirmed at the battery compartment, keypad, and retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer received a fa896 notification and reported a labeling anomaly, crack on battery compartment and crack on keypad. Customer stated the insulin pump still functioned as designed. Customer stated the insulin pump was dropped on the floor. There was no damage to the retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.